Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. Data log analysis confirmed a gradual uptick in purge pressure with two periods of relief corresponding to an increase in purge flow. However, it could not be determined whether this was due to a kinked purge line or biomaterial. The cause of the high purge pressure could not be determined because no product was returned, and not enough clinical information was given.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a patient of unknown age and gender undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that following the impella 5.5 being implanted, the automated impella controller (aic) displayed high purge pressure alarms. The impella 5.5 was explanted and another device was used. There was no reported patient harm.